Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope involved with the complaint for evaluation. However, the failure analysis has not been completed yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the change orientation button on the 30-degree endoscope plus was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the reported issue initially occurred during a da vinci-assisted surgical procedure and resulted in an inverted image. Prior to the event, the endoscope was manually rotated 180 degrees; however, the customer did not confirm if the surgeon manually associated the right and left masters with the respective arms for intuitive motion. The was no harm to the patient as a result of the issue and no damage was observed on the endoscope's adapter/base.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope instrument associated with this complaint and completed investigations. The endoscope was placed through friction test using a screening aid that manually rotated the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed a hairline crack was found on the bezel of the button pack assembly. The endoscope was also found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect was detected in either or both eyes. The endoscope was found with an artifact in the left eye. The endoscope was visually inspected and found with a minor cut to the cable insulation. The damage was located near the integrated connector of the endoscope cable. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed the payload test.

Event description:
Refer to h10/h11 for follow-up information.